Event description:
It was alleged the legs of the stretcher would not raise or lower using the power feature. The end user confirmed this occurred during a patient transport and the patient was transferred to another stretcher to complete the transport. No injury or adverse effect was reported as a result.. The stretcher was removed from service pending evaluation.

Event description:
It was alleged the legs of the stretcher would not raise or lower using the power feature. The end user confirmed this occurred during a patient transport and the patient was transferred to another stretcher to complete the transport. No injury or adverse effect was reported as a result. The stretcher was removed from service pending evaluation.

Manufacturer narrative:
The subject stretcher was returned to the manufacturer for a visual and functional evaluation. During the evaluation it was found the power connector was only partially connected and had been secured in place with zip ties. It is suspected the partial connection contributed to the reported issue. The connector was properly reconnected and the stretcher operated as intended. The stretcher was returned to the customer. No additional information has been received regarding any allegations of injury or adverse effects from the reported issue.